Event description:
It was reported that the acculink was successfully implanted in the rica in 2005. A 5.5 accunet was used in the procedure, but it would not cross so another company's embolic protection device was used instead. The next day avr was done and the neuro exam was normal. Post-operative, the pt had profound bradycardia and was pacer dependent. Five days later a permanent pacemaker was implanted. In 2005, there were acute mental status changes and the CT scan showed a large left frontal and temporal hemorrhage with midline shift and uncal herniation. Two days later the pt was withdrawn from treatment and died. The death was considered due to an intracranial hemorrhage. The performance of the acculink was considered successful.